Event description:
The customer indicates they are getting artifacts. No pt involvement.

Manufacturer narrative:
The device has been received, but requires additional time to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.